Manufacturer narrative:
(B)(4). UDI # unknown. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. The device history record for the lot number involved, 0202319200, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 2026095-2016-00047 for the second patient. Fill volume: 233 ml a report was received stating the patient was connected to the fluorouracil (5-fu) pump on (B)(6) 2016. A flow restrictor was taped to the patient's skin. The patient was sent home and scheduled to return on (B)(6) 2016 for pump disconnection. The patient kept the scheduled appointment. Upon return, the patient told the nurse that the pump had infused in 16-hours instead of 46-hours. There was no adverse event reported due to this reported incident. The pharmacy manager stated that all patients are very well educated on pump use. This specific patient had used this product for chemotherapy about a year ago. The patient reported not do anything different while using the pump. The pump was carried in a fanny pack at the patient's waist. The patient denied sleeping on, adding wrapping, elevating, or adding any pressure to the pump. No additional information was provided.

Manufacturer narrative:
The sample pump was returned empty. A baxa repeater pump was used to refill the pump with 270ml of 0.9% saline. The pinch clamp was opened and the pump infused at the distal luer. Flow accuracy testing was performed and after 40.5 hours of testing, the pump yielded a flow rate of 4.68ml/hr which is within specifications with a +/- 15% tolerance. Pressure pot test was performed on the glass orifice. The tubing unit was detached from the pump and connected to a pressure transducer. The average bladder pressure used was 10.12psi. After 2 hours, the glass orifice yielded a flow rate of 4.49ml/hr which is within specification with +/-15 tolerance. The investigation summary concludes that a fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. Based on the complaint description, the root cause is deemed to be unknown. No defect was found during sample evaluation for the returned device; the returned device functioned as intended. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).